Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.

Event description:
This is 1 of 1 report for complaint (B)(4).

Event description:
It is reported that on (B)(6) 2013, during ria bone graft harvesting, the notch broke at the tip of the shaft while the ria tube was being assembled at the back table. There was no delay in procedure. No patient injury was reported. This is 1 of 1 reports for this event.

Manufacturer narrative:
Product development evaluation indicates the "as received condition" is sheared. It also proceeds to state that "because it appears that the device may have been forced off-axis once connected to the reamer, causing damage to the reamer shaft, this complaint is invalid from a design perspective."